Event description:
Customer's mother called stating customer received a button error alarm. It was reported that insulin pump registered to customer was actually being used by customer's brother. Customer was advised that insulin pump cannot be replaced due to situation but will have to do a donation process. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.